Event description:
It was reported that a large volume infusor had a damaged line. This was found after the device was filled with an unspecified amount of fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 250 ml of fluid in its reservoir. Visual inspection found no evidence of damage or defects on the tubing. The device's distal luer cap was then removed for a functional flow test, and continuous flow was observed from the luer with no signs of a leak observed from the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.